Event description:
The customer reported the system several attempts to boot up and displayed a communication error message. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.